Event description:
Two drill bits were broken, one after the other in the same spot. No adverse consequence to the pt has been reported.

Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that drill a probably broke due to user misuse, and drill b broke either due to misuse or resonance vibration.